Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant casereference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("the portion of the implant in the cavity broke and detached from the rest (4 to 5 coils), broken portion was removed from the uterus. The rest visualised in the tube at the level of the ostium") and complication of device insertion ("the portion of the implant in the cavity broke and detached from the rest (4 to 5 coils), broken portion was removed from the uterus. The rest visualised in the tube at the level of the ostium") in a female patient who had essure (batch no. A47943) inserted. Concomitant products included anaesthetics on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: placement of essure under anaesthetic. Left uterine tube was catheterised with no difficulty. Deployment of implant without difficulty; withdrawal of fluid (reversed control mechanism). Diagnostic results: hysterosalpingography at 3 months: results not reported. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the portion of the implant in the cavity broke and detached from the rest (4 to 5 coils), broken portion was removed from the uterus. The rest visualised in the tube at the level of the ostium. This event, interpreted as device breakage, is anticipated in the reference safety information for essure. In the present case the event occurred during essure insertion procedure, therefore causality with essure cannot be excluded. Although there was no reported death or serious health deterioration, this might have occurred under less fortunate circumstances and therefore case was regarded as a reportable incident. A product technical analysis and further information are expected.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("the portion of the implant in the cavity broke and detached from the rest (4 to 5 coils), broken portion was removed from the uterus. The rest visualised in the tube at the level of the ostium") and complication of device insertion ("the portion of the implant in the cavity broke and detached from the rest (4 to 5 coils), broken portion was removed from the uterus. The rest visualised in the tube at the level of the ostium") in a female patient who had essure (batch no. A47943) inserted. Concomitant products included anaesthetics on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: placement of essure under anaesthetic. Left uterine tube was catheterised with no difficulty. Deployment of implant without difficulty; withdrawal of fluid (reversed control mechanism). Diagnostic results: hysterosalpingography at 3 months: results not reported. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2017: quality-safety evaluation of ptc. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("the portion of the implant in the cavity broke and detached from the rest (4 to 5 coils), broken portion was removed from the uterus. The rest visualised in the tube at the level of the ostium") and complication of device insertion ("the portion of the implant in the cavity broke and detached from the rest (4 to 5 coils), broken portion was removed from the uterus. The rest visualised in the tube at the level of the ostium") in a female patient who had essure (batch no. A47943) inserted. Concomitant products included anaesthetics on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: placement of essure under anaesthetic. Left uterine tube was catheterised with no difficulty. Deployment of implant without difficulty; withdrawal of fluid (reversed control mechanism). Diagnostic results: hysterosalpingography at 3 months: results not reported. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-jun-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.638 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 22-jun-2017: the reporter did not respond to final follow-up attempt. No further information expected. Company causality comment: other reportable incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.